Event description:
Aortic neck was conical in shape with the aneurysm extending into the left common iliac artery. Examination of the anatomy pre-procedure noted under fluoroscopy that the left common iliac had grown in diameter and tapered drastically, since the time of the initial sizing assessment. Graft sizing on the ipsilateral side was revised for length and diameter, while selecting a distal landing zone in the external iliac artery. Left hypogastric was embolized prior to implantation of the endovascular graft. Final angiogram showed a partial occlusion of the left renal artery. Renal artery was successfully stented and procedure was concluded after viewing good flow through both renal arteries. No endoleak were viewed during the completion angiogram.